Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was unable to achieve an acceptable defibrillation threshold safety margin. The lead was explanted and replaced. The patient was in stable condition.